Manufacturer narrative:
The comp rep observed the problem was with battery in socket 2. It showed full charge but when the system switches over to it the unit switches off. The comp rep verified the logs. Both batteries were replaced (p/n 0146-00-0097). A full preventive maintenance svc was performed. The unit was returned to customer. The unit worked as normal again and several extra hot swaps of the batteries were done during the system while in use. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The replaced suspected battery was requested to be returned for eval. A supplemental MDR will be submitted with eval results of the returned battery. (B)(4).

Event description:
The customer reported that perfusionists were called in at around 19:00 and were informed that there was a pt with cardiosave with fiber optic catheter, and so our own cardiosave was prepared and the pt moved over to our cardiosave. The unit was unplugged with the batteries showing full power. The pump shall automatically switch from one to another battery when one is empty. At the time when the unit was unplugged from power source the unit switched off with no alarm of low battery before it did. The pt was switched to a cs300. No harm or injury to pt was reported.